Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08611. It was reported that the stent dislodgement inside patient occurred. The target lesion was located in the left main and circumflex artery. During procedure a synergy drug-eluting stent was deployed. After successful deployment, another synergy drug-eluting stent was advanced to treat the lesion with a 90 degree bend located at the circumflex artery. However, the synergy drug-eluting stent failed to cross the lesion. Upon removal of the second stent, it pulled the previously implanted synergy drug-eluting stent out of the left main artery and it was noted that the second stent had dislodged. Both devices were completely removed from the patient's body. Several synergy stents were deployed to the left main artery leaving the circumflex alone and the procedure was completed. No further patient complications were reported and the patient's status was fine.